Event description:
While checking on the patient the rn noted leaking enteral feeding solution pooling on the floor near the enteral feeding pump. Inspection of the feeding line noted leaking at the point where the feeding tube spike entered the pump, the solution was found just where the clear tubing fused into the purple colored safety spike connector. Manufacturer response for enteral feeding set with 1000ml flush reservoir., kangaroo (per site reporter). Awaiting follow up form manufacturer.